Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the distal end tip was broken. Upon further observation, it was observed that the probe unit was loose and had a deep cut that reached to the hard part under the pink probe. This finding was due to physical stress or user handling. It was observed that the bending section cover of the insertion tube was leaking. It was also observed that bending angle in all directions did not meet specifications. Additionally, the play in all directions did not meet specifications due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope distal end tip was broken. The reported issue was found during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the probe unit had a deep cut that reached to the hard part under the pink probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: precautions: caution: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.